Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a moderately tortuous proximal rca exhibiting 90% stenosis and no calcification. The patient was urgently taken to the facility due to an acute myocardial infarction (ami), some medication was provided to the patient after emergency transport. The device was removed from packaging per IFU and inspected prior to use with no issues noted. The device was implanted successfully. Although a slight protrusion was noted, the stent was dilated sufficiently. Post-operative stenosis was 0%. It was reported that approximately 1 hour after the patient underwent pci, the patient's condition deteriorated with shock like symptoms noted. Both acute thrombosis and vessel occlusion had occurred. This led to another pci being carried out. Following thrombus aspiration, residual thrombus persisted in the stent implant site. With iabp (intra-aortic balloon pumping), dilatation was continued using a perfusion balloon. As the flow gradually deteriorated, pcps (percutaneous cardiopulmonary support) was introduced. The physician stated that the thrombosis was inevitable and that the event was not attributed to the resolute integrity stent, any device could have had the same result. No further patient clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.